Event description:
A customer reported a display problem with their pump, as the screen remained black and unreadable despite the device starting, charging, and being recognized by a computer. There was no reported impact on the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.